Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that there was an issue in the connection between em controller and em interface. Em controller and em interface were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem box was not working correctly. When it was connected the input, leds remain yellow and the em instruments were not tracked. No patient was present.

Manufacturer narrative:
Additional information: manufacture date provided.